Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to literature review, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds, could also be a contributing factor by causing difficulties when advancing the delivery system through the vasculature. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. The thv physician training manuals instruct on procedural considerations for device insertion with regards to proper screening critical to reducing vascular complications. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient factors (severe thoracic-aorta tortuosity) likely contributed to the aortic rupture and subsequent patient death during the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6) and through the japanese tavi case registry, during a transfemoral tavr procedure a 26mm sapien 3 valve was implanted in the aortic position. During the insertion and advancement of a 26mm commander delivery system through the tortuous area of the thoracic aorta (via the retrograde approach), the thoracic aorta was ¿damaged¿. A descending aortic rupture and a hemothorax were observed. The patient then developed hemorrhagic shock. An attempt was made to close the injury/damage by using an occlusion catheter; however, this did not succeed. The patient expired during the procedure. The native annular diameter measured 24.9mm by CT. Moderate valvular calcification was reported. Severe tortuosity of the thoracic aorta was reported. The delivery system was discarded following the procedure. The valve remains implanted in the patient.